Event description:
The rptr stated that he did back to back blood glucose tests, within minutes, using different finger sticks and strips. His results were 19 and 38 mg/dl. He did not have any symptoms. A control test result of 126 (92-138) was in range. A lifescan rep reviewed qc procedures with the rptr.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8